Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device could not be removed. The safety release button was depressed and the device was removed from the patient anatomy. Hemostasis was achieved using manual compression and a femostop. There were no adverse patient effect reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.